Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced pain at the ipg site since implant. The patient also stated the issue occurs with stimulation turned on or off and the ipg feels superficial. Subsequently, surgical intervention may be undertaken to address the issues.

Event description:
The patient also states the ipg site has been sore since implant.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the system was explanted.